Manufacturer narrative:
Batch review performed on 03 jun 2019: lot 083860: (B)(4) items manufactured and released on 25-feb-2009. Expiration date: 2014-01-31. No anomalies found related to the problem. To date, all the items of the same lot have been already sold without any similar reported event. Additional implants involved in the event- cup: versafitcup cc light 01.26.54mbtl acetabular shell cc light ø 54 (item not registered in USA), lot 083951: (B)(4) items manufactured and released on 25-feb-2009. Expiration date: 2014-01-31. No anomalies found related to the problem. To date, all the items of the same lot have been already sold without any similar reported event (neither metallosis nor osteolysis). Liner: cc e cc light 01.26.2844stt flat pe liner ø 28 / e (k103352) lot 072006: (B)(4) items manufactured and released on 28-sep-2007. Expiration date: 2012-07-31. No anomalies found related to the problem. To date, all the items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery after about 10 years after primary surgery due to acetabulum osteolysis, suspected pe wear, metallosis and stem loosening. The surgery was completed successfully.